Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Data was provided for investigation. The allegation was confirmed via data as a no audio output. The probable cause was determined to be samsung a15 devices with knox mdm software running on android os 14. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.